Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer cubie containing finasteride tablets failed and required maintenance. The field service engineer (fse) inspected the drawer and could not determine any issues. The fse found that the row board cable connection for row b was possibly not fully seated. The tray for row b and the module controller board was replaced. All tests passed in the hardware test application (hta), and the customer confirmed that the user were able to access the storage space without any issues, resolving the problem. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experiencing regular cubie failures for the cubie containing finasteride tablets. The cubie often required several attempts to recover successfully, and it would sometimes open but still display a message indicating that the cubie failure required maintenance. The cubie itself had been replaced with new ones several times, yet the issue kept returning possibly indicating a tray issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experiencing regular cubie failures for the cubie containing finasteride tablets. The cubie often required several attempts to recover successfully, and it would sometimes open but still display a message indicating that the cubie failure required maintenance. The cubie itself had been replaced with new ones several times, yet the issue kept returning possibly indicating a tray issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.